Event description:
It was reported that the arctic sun device was not cooling and isolated the issue to the mixing pump, they ordered it and replaced it and just wanted to run a functional check before putting it back on the floor. Per biomed tech via phone on (B)(6) 2024, it was reported that the device was sent in for evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not cooling and isolated the issue to the mixing pump, they ordered it and replaced it and just wanted to run a functional check before putting it back on the floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.